Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was a patient involved in this event. Device did not progress to analyze.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Heartsine technologies ltd evaluated the returned device and found the pogo pins to be sheared off on the electrode side. The device was reported as being used in an sca event, however due to the memory log being erased there was no data relating to this event. The reported fault is likely to have been caused during an attempted pad-pak insertion. Once the damaged pogo pins were replaced during the investigation the device was able to deliver test therapy. The reported fault is therefore likely to have been caused by the significant damage to the pogo-pins. This damage would have prevented a secure connection between the device and the electrode thus preventing the device to proceed to the analysis stage. The damage to the pogo-pins was likely to have been caused during an attempt to insert the pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.